Event description:
Report received of an under-delivery due to an error in programming the pump. The pump was originally programmed in the dose calculation mode to deliver 40mg/100ml of milrinone at a rate of 6.5ml/hr for an unspecified length of time. The physician changed the concentration of the milrinone to 20mg/100ml and the rate was to have been increased to 12.9ml/hr. The pump was found (by the day shift nurse) after an unspecified length of time delivering at 6.5ml/hr instead of the intended 12.9ml/hr. It was reported that the patient's urine output was lower than expected, but no medical intervention was necessary. There was no reported adverse sequelae. Though requested, no further information was available.